Event description:
It was reported that (1) device was used during a rectum resection. It was reported by the affiliate that the cdh33 instrument jammed staples. The instrument did not cut and did not staple. Another instrument was used to complete the case. There was no consequence to the pt.